Manufacturer narrative:
Device eval anticipated, but not yet begun. A follow up report will be submitted upon completion of investigation.

Event description:
The end user alleges, she was on the powerchair with power on, while traveling on a bus, when a motor connection started to smoke. There were no injuries or property damage reported.